Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 252 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The device functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.